Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field (b5) incident description.

Event description:
It was reported the patient stated they are back to going hourly again. The patient also experienced a mild urinary tract infection (uti) a few weeks ago but feel it has been resolved. The patient tried increasing their stimulation but did not think it adjusted. The stimulation was reviewed with multiple clicks between lights and how to know the patient was adjusting. The patient's programming was reset and the patient felt it in their bicycle seat area. The patient was encouraged to reach out if needed. The patient indicated their uti was a few weeks ago. The therapy support specialist is unsure if the patient was prescribed anything for it, or if it was something the patient was seen for or self-diagnosed. The therapy support specialist followed up with the patient and left a message. They are waiting for the patient to call back. The therapy support specialist followed up with the patient. The patient reported not having a uti, but they did not see much change after the reset. The patient reported increasing stimulation and improvement was noted. The patient also reported they are not getting up as often throughout the night and not having to hurry to the bathroom as much. The patient will continue to evaluate with this increase in stimulation. If the patient feels like they gain a little more improvement, they will not adjust. But if the patient does not see any more benefit, they will increase the stimulation. The patient was encouraged to reach out if needed.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection, urinary tract was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient stated they are back to going hourly again. The patient also experienced a mild urinary tract infection (uti) a few weeks ago but feel it has been resolved. The patient tried increasing their stimulation but did not think it adjusted. The stimulation was reviewed with multiple clicks between lights and how to know the patient was adjusting. The patient's programming was reset and the patient felt it in their bicycle seat area. The patient was encouraged to reach out if needed. The patient indicated their uti was a few weeks ago. The therapy support specialist is unsure if the patient was prescribed anything for it, or if it was something the patient was seen for or self-diagnosed. The therapy support specialist followed up with the patient and left a message. They are waiting for the patient to call back. The therapy support specialist followed up with the patient. The patient reported not having a uti, but they did not see much change after the reset. The patient reported increasing stimulation and improvement was noted. The patient also reported they are not getting up as often throughout the night and not having to hurry to the bathroom as much. The patient will continue to evaluate with this increase in stimulation. If the patient feels like they gain a little more improvement, they will not adjust. But if the patient does not see any more benefit, they will increase the stimulation. The patient was encouraged to reach out if needed.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient stated they are back to going hourly again. The patient also experienced a mild urinary tract infection (uti) a few weeks ago but feel it has been resolved. The patient tried increasing their stimulation but did not think it adjusted. The stimulation was reviewed with multiple clicks between lights and how to know the patient was adjusting. The patient's programming was reset and the patient felt it in their bicycle seat area. The patient was encouraged to reach out if needed. The patient indicated their uti was a few weeks ago. The therapy support specialist is unsure if the patient was prescribed anything for it, or if it was something the patient was seen for or self-diagnosed. The therapy support specialist followed up with the patient and left a message. They are waiting for the patient to call back.